Manufacturer narrative:
The insulin pump was received with intermittent button response, due to flattened up button dome switch. No frozen screen was noted. The device was also received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called and reported a button on the insulin pump was not responding. Customer's blood glucose was 188 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.